Event description:
While running a tpn, station #3 was programmed for 1.52 ml but delivered 1.62 ml. All other stations delivered what was programmed. There were no alalrm conditions and the unit did not experienced any calibration problems. There was no pt involvement.

Manufacturer narrative:
The unit was dirty and was tested as received. It passed all performance tests. The complaint could not be duplicated.